Event description:
The customer called into technical support (ts) reporting that the device displayed temp high error blower message code. It was reported that the device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out for another, but no medical intervention provided to patient reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse advised customer to replace the blower assembly. The customer replaced the blower and corrected the reported issue. The device passed required performance verification tests per philips standards and was put back into service.